Event description:
The pt involved in the alleged incident is a seven-yr-old male. As reported by the physician, he has a diagnosis of spina bifida and is wheelchair bound. He has kyphosis and needed back surgery. The alleged device was implanted on 8/21/96, to allow adequate skin for wound coverage in the anticipated back surgery. The alleged device was a tissue expander with standard port. The tissue expander was filled with approximately 150cc when the alleged incident occurred/ reportedly, the pt's mother called the dr about five months after implantation and reported device had deflated. There was no record of pt injury or permanent impairment as a result. Physician determined there was not adequate skin expansion and explanted alleged device on 1/23/97. Replacement was later implanted. Device was requested to be returned but has not been received yet. Tissue expanders are filled and expanded by injecting increments of sterile saline into the device port with a syringe and needle. The process of tissue expansion occurs over a period or time depending on individual pt tissue characteristics and physician preference. Similar alleged incidents revealed holes caused by a variety of circumstances, including accidental needle puncture during inflation.